Event description:
Customer reported, the buttons on the insulin pump are really hard. Customer believes the buttons will eventually stop working and wants the device replaced. Customer declined troubleshooting. Customer's blood glucose was 88 mg/dl. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.